Event description:
Two visits to doctor. I have used alcon clear care over 10 years and recently switched to "alcon clear care plus with hydraglyde contact lens solution. After using the lenses soaked in the solution overnight as instructed, I began to experience gradual hazy/cloudy vision and rainbow haloes and starbursts coming off of lights after a few hours. I did not immediately make the connection to the solution, and my optometrist was able to diagnose the cause of the issue, but was concerned. On removing the contact lenses, the symptoms did not go away and would only go away after several hours. The new wetting agent in this version of the solution is the apparent cause of the reaction and there are several hundred reports of similar effects on (B)(4). In my opinion, this solution is dangerous. I am not allergic to any medications or other contact lens solutions. A contact lens solution causing corneal edema or similar symptoms that could lead to vision loss is unacceptable. I used the product as labeled with silicone hydrogel contact lenses as indicated on the box. I do not know how this solution was FDA approved for use with silicone hydrogel lenses without seeing this in clinical testing. Further, I do not know why this product has not been recalled as there are so many adverse reactions to the product that it has a 1 star review on (B)(4). Quantity: other - 1 12 fl oz bottle. Frequency: at bedtime. How was it taken or used: other - contact lens solution. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes. Why was the person using the product: contact lens cleaning solution.